Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was report that during fixation with expert hindfoot arthrodesis nail (han) for a procedure involving the removal of the talus, calcaneal cuboid osteotomy (as fused), the aiming arm doesn't appear to line up for the locking screws when inserting the tibial locking screws from a lateral to medial approach. A spare device was not available during case. The procedure was completed by using what is referred to as a "perfect circle" technique which utilizes the intraoperative intensifier to take x-rays allowing insertion of the screws. The procedure was delayed by 30 minutes due to the reported alignment issue and having to use an alternative technique to complete the procedure. The patient outcome is unknown. This report is 1 of 2 for (B)(4).

Event description:
This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.